Event description:
It was reported that the right ventricular lead exhibited high, out-of-range shock impedance values of greater than 200 ohms since a recent device replacement. The old device was replaced due to normal battery depletion. The leads and new device remain in service. No adverse patient effects were reported.